Manufacturer narrative:
Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer indicated that the patient was having difficulty with sleep and had to use a walker to get around. It was noted that right above the patient's ankles was red ,<(>,<)> and water blisters keep popping up, that needed to be popped with a needle. No further complications have been reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 21-jan-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving baclofen at an unknown concentration and dose via an implantable infusion pump. The indication for use was noted to be intractable spasticity. It was reported that "six years ago" the patient was overdosed. He stated that "something was wrong where it attaches at the spinal cord." Ever since then he had not been able to walk or sleep. He did not know who the surgeon was who "did the goof." It was noted that the situation was resolved. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer indicated that blisters were thought to be due to edema. It was reported that the patient has to use a needle to drain the water pockets; squeezing them caused the blisters. Per the patient they started in 2013 and elevating her legs helped to keep them under control. It was noted that the patient continued to have difficulty sleeping. No further complications have been reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer on 2019-jul-31 indicated the patient could not walk, but could prior to getting their pump. It was noted that since the overdose (approximately 6 years ago (2013)) the patient has to use a walker to walk, their legs have edema, and they have to elevate them. It was indicated they just started exercising again a couple weeks ago. It was noted the patient body feels much better when they exercise. The patient indicated their legs are "profanity" if the patient does not exercise. No further complications were reported/anticipated.